Event description:
Procedure type: hysterectomy. According to the reporter: tip of needle was not found in or out of pt. The incident was noted on the operative report and no x-ray was taken. No reported ill effect to the pt. Pt recovered. The sample is being sent for evaluation.

Manufacturer narrative:
(B) (4). (B) (4).